Manufacturer narrative:
Failure analysis noted that the pump had missing segments due to cracked and bleeding lcd glass. The pump had cracked display window corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was unknown. The customer stated that there was a big blue mark on the display and the information could not be read properly. The self-test was okay but segments in the middle are missing. Troubleshooting was performed. The device was returned for analysis.